Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the energy was activated while the grasping jaw was closed while not being contact with tissue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. When shipped, the device was in accordance with all specifications. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the activation of the output on the device without grasping tissues caused the pad to separate and peel. This issue is addressed in the instructions for use (IFU) where users are warned against activating the output of the device without patient tissue being present as the activation will cause damage to the device, making it unusable. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the sonicbeat 5 mm, front actuated grip tissue pad rolled up and began to separate. The issue was found during a therapeutic, thoracoscopic partial resection of the right middle lobe of the lung towards the beginning of the procedure. The device was replaced with a similar device which was used to complete the procedure, and there were no reports of patient harm or impact.